Event description:
The customer reported that the insulin pump had blank display, moisture damage and physical damage. Customer's blood glucose was 145 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was noted on the motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.